Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue, broken strain relief on white power cable the reported event of a backup battery fault alarm was confirmed via analysis of the returned system controller. Visual inspection of the 11v backup battery returned with the system controller (serial number: (B)(6)) revealed that one of the pins was bent. This prevented the backup battery from being able to properly connect to the backup battery ribbon cable and therefore resulted in the system controller being unable to detect the presence of the backup battery, which resulted in the backup battery fault alarms activating. The backup battery was straightened for testing and after straightening the bent pin, no issues were observed. The returned system controller was functionally tested and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Log files were submitted and downloaded for review, and data from the reported event date of 21mar2024 was reviewed. The log file also captured intermittent backup battery fault alarms from 16:47:26 to 18:47:24 that were associated with a backup battery circuit fault; this is consistent with the system controller not being able to properly detect the presence of the backup battery. The alarm resolved each time that the white power cable was reconnected to an external power source. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported backup battery fault alarms was determined to be due to a bent backup battery pin; however, the root cause of the damage could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 09nov2021. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. The backup battery was shipped to the customer on 06aug2023. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient called on (B)(6) 2024 with a driveline communication fault alarm. A "replace backup battery" notification was noted on interrogation. A review of the log file revealed a driveline communication fault on (B)(6) 2024 at 4:46:46 pm. A heartmate 3 system controller and modular cable exchange was performed. Additional log files were submitted after the controller exchange to ensure that x-rays were not needed to assess for further damage. A review of the log files revealed just a couple of events in the event log file. The driveline communication fault alarm had not returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.